Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 44 mg/dl compared to a reading of 188 mg/dl obtained on a healthcare meter device or via laboratory blood draw (customer could not recall). The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. Customer reported experiencing feeling lightheaded and having contact with the healthcare professional who provided unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.